Manufacturer narrative:
The device related to this report is an abbott ipg. The manufacturing site was reported as minta in error. The correct MFR site is updated in this report. Per additional information MFR report number in the g8 section for the correct device is 1627487 instead of 3004617090.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.